Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had to re-inserted multiple times for placement. It was reported that after dilation, the device was re-intubated through the stoma and resulted in a severe tear of the posterior wall of the patient's trachea. It was stated that patient's spo2 level fell and a false track was created by the endotracheal tube. The customer reported that the patient was ultimately orally intubated with a standard oral endotracheal tube and able to get past the tear and ventilate the patient.